Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage, as well as the area of fracture initiation at the inserter attachment point suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, when the surgeon tried to impact the cage into the disc space, it broke. When the surgeon tried to impact the second cage, it broke as well. Surgeon used new cages and was able to complete the procedure. Patient status is "in good health".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 9392507, product code (B)(4) was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states.